Event description:
It was reported that after the device changeout, the right atrial (ra) lead has diminished pwaves, loss of capture and increased impedance. The ra lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2014. (B)(4).